Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that there was no caused determined for the swelling around the pump. No further complications were reported.

Manufacturer narrative:
Event updated to reflect the information received on 2018-dec-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study on 2018-dec-19. It was reported that the device diagnosis was not applicable. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, (B)(6) product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (b)(), ubd: 26-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported post implantation the patient had vomiting when sitting upright; cerebrospinal fluid (csf) versus anesthesia. It was noted that the vomiting resolved. Ten days after implantation, post discharge, the parent noticed swelling at the back incision site. The next day, the swelling was also around the pump. There was no fever or drainage from the incision. The patient's mood was good; no vomiting or signs of withdrawal. The patient was given an abdominal binder on (B)(6) 2018. The event resolved satisfactorily. A few weeks later, the patient was still wearing binder and swelling returned this time with headaches. An magnetic resonance imaging (MRI) without contrast showed a 9x36x52 mm fluid collection in the posterior soft tissue at l3-l4 on (B)(6) 2018. The MRI demonstrated cerebrospinal fluid (csf) accumulation immediately adjacent to the pump catheter. The patient was given a cone beam computed tomography (CT) guided epidural blood patch on (B)(6) 2018. The issue/problem resolved with one episode of emesis. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The event required prolongation of existing hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other swelling at back incision and around pump. The clinical diagnosis was csf leak. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.